Manufacturer narrative:
Date sent: 09/18/2009. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a bowel resection procedure, the bowel was transected with a stapler. Distally, the gastrocolic omentum was divided and the gastroepiploic arch interrupted at a point 15cm more distal to the palpable mass. All ligatures were done with vicryl and umbilical tape was tied around the colon distally and then the colon transected with the device. The anastomosis was done functionally end to end with another application of the device along the antimesenteric borders. The resulting open end was closed with a running lock suture and reinforced with interrupted seromuscular sutures. A further silk suture was placed more distally to secure the anastomosis. The mesenteric defect was closed with figure eight sutures of 2-0 vicryl. The anastomosis was inspected again carefully at this point and the blood supply was quite adequate and it lay without tension. The abdomen was lavaged with saline and hemostasis ensured. The pt had to be brought back in 10 days later for surgery and once opened, it was identified that the staple line had failed. Received the following info on 09/03/2009: